Manufacturer narrative:
The evaluation noted that revision reported was likely the result of increased soft-tissue laxity. However, the contributions of patient-related conditions, implant alignment, and/or wear to the reported revision cannot be determined from the information provided and the devices not being available for evaluation. The most probable root cause associated with undesirable stability of the joint or implant construct.

Event description:
As reported, approximately 1.5 years postop the initial implant, this (B)(6) y/o male patient's right patella facetectomy was completed. A revision for liner exchange performed due to knee being in slight valgus still to relieve ap instability. Patient was last known to be in stable condition following the event. The original liner was disposed of at hospital.